Event description:
The following information was provided by the physician's assistant: a pt developed a generalized rash and shortness of breath three weeks after having a cypher stent implanted in the distal right coronary artery (rca). Pt was changed from plavix to ticlid. Both were eventally discontinued. The pt was admitted to the hospital to evaluate increased shortness of breath and rash. The pt was being treated with anti-inflamatory, and steroids.